Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device into pelvic cavity') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and insomnia ("insomnia"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and insomnia outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. She will need to undergo additional surgical intervention as a result of her essure implants. Discrepancy noted insertion date- (B)(6)2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2017: results: confirmed proper placement.. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Event insomnia added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was added; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device into pelvic cavity") and autoimmune disorder in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal pain, dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. She will need to undergo additional surgical intervention as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs and medical records received. Reporter's information was added. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.